Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are feeling a vibration from their heart device and was wondering what that is. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.